Manufacturer narrative:
The device was evaluated and repaired. Replaced scissors and motor. Unit is working properly.

Event description:
Alleges leg was pinched while in lift chair when footrest fell/dropped.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges leg was pinched while in lift chair when footrest fell/dropped.